Event description:
A tech reported a pt with an unexpected outcome following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).